Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional information received states that the rotation of the femoral component was externally rotated correctly in mechanical alignment. Also where the patella implant had been positioned on the patella.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr; revision of femoral component, bearing and patella component. Pain, stiffness poor range of motion thought to be related to patella component position and potentially femoral rotation. Femoral component revised to pfc posterior stabilized femoral component and bearing. Patella component revised to pfc patella component. Femoral rotation adjusted during revision procedure. No further information available patient has not consented to any information being shared including that contained on this document.